Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial date of implant d6a: 2007 was provided.

Event description:
Healthcare professional reported rupture. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure creases and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, b5, b6, d4, d9, e1, h3, h6.

Event description:
Healthcare professional reported rupture confirmed via ultrasound. This record is for the right side. The device was explanted and replaced.